Manufacturer narrative:
MDR 3003442380-2024-02922- device 2 of 2.

Event description:
Unicomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported 2 infusion set cannula was bent and the symptoms patient faces the infusion within first 3 hours and after insertion. The site of insertion is abdomen. Unicomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .